Manufacturer narrative:
A product was not returned for analysis. Product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Four photos were provided. All four images were of the monitor screen displaying the lens inside the eye. The full optic was visible in each photo. A portion of one haptic was visible in all photos. A metal instrument was also visible in 3 of the 4 images, inserted into an incision. This instrument appears to be irrigation and aspiration, as a fluid bubble was observed in each of the images. A deep scrape mark was observed on the optic in all the images near this fluid bubble. The scrape mark appears to be located on the anterior surface along the central optic zone. Due to the location and linear appearance of the scrape mark, the damage is typical in appearance to damage from a handpiece plunger override or damage from a metal instrument used to load the lens. The root cause has not been identified. The manufacturer internal reference number is: 2026-37091

Event description:
A non health care professional reported that the patient underwent intraocular lens (iol) implantation surgery. During the procedure, the physician observed a scratch on lens after implanting the iol into the eye. The physician removed the faulty iol and replaced with an another iol.